Manufacturer narrative:
(B)(4)

Event description:
It was reported that during lead extraction procedure, the patient's blood pressure had dropped. The system was explanted and replaced. The patient died few hours later after the procedure. The physician stated that the death was due to pulmonary embolism.